Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a bioprosthetic aortic valve, implanted 14 years and 3 months ago, underwent transcatheter aortic valve replacement (tavr) due to aortic stenosis and regurgitation. Preop transthoracic echo demonstrated evidence of significant prosthetic valve stenosis with a mean gradient of 27 mmhg and valve area 1.2 square cm, mild mitral stenosis with a mean gradient of 6 mmhg, and left ventricular ejection fraction estimated at 45-50 percent. The tavr was performed successfully with an edwards transcatheter valve via percutaneous right transfemoral access. Patient tolerated the procedure well. She was discharged on pod #1.